Event description:
The customer reported that the c-arm movement is not functioning. The device was in use. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement is not functioning, as power supply fuse found damaged. Fse replaced fuse 7a. After the replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.